Manufacturer narrative:
This report is for one unknown 4.5mm cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reported as approximately one year ago, exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate and six 4.5mm cortex screws were explanted on (B)(6) 2015. The original procedure occurred approximately one year ago, date unknown. One screw was discovered to be broken via x-ray (date unknown). One plate (intact) and six screws (5 intact and one broken) were explanted. The procedure was completed without incident. This report is for one unknown 4.5mm cortex screw. This is report 1 of 1 for (B)(4).